Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. Unable to perform the excessive no delivery alarm test due to a33 alarm also received with intermittent button response due to moisture damage keypad trace. No button error alarm. The currents are within specifications. No unexpected failed battery. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent called and reported that some of the buttons on the insulin pump were not responding. Customer's blood glucose was 403 mg/dl, for which the customer did treat. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.